Event description:
It was reported that this brady lead in the left bundle branch placement exhibited noisy signals due to lead dislodgement which was noticed via x ray and pacing anomaly during the implant procedure. Additionally, the helix was angled, resulting in screwing difficulty and inadequate torque transmission. The patient had infection which was attributable to the underlying patient condition. This brady lead was successfully implanted with new accessory replacements and remains in service. No adverse patient effects were reported.